Event description:
It was reported that during a lead removal, the physician had fractured one lead while pulling. It was noted that about ten contacts remain in the patient. Broken lead will be returned and that the lead piece was still in the soft tissue and the patient will undergo a removal of that lead piece additional information was received that the other lead piece was explanted and the patient was doing well postoperatively. The broken lead and the lead piece will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that during a lead removal, one of the leads broke. X-ray revealed that about ten contacts remained in the patients soft tissues. The broken lead will be returned and the patient will undergo removal of the remained contacts.